Event description:
Second degree [burns second degree]. Two ulcers [skin ulcer]. Necrosis formation [skin necrosis]. Strong pain [pain]. Two large red spots on my back [erythema]. Case description: additional information was received from a patient and a physician which updated patient details, event details, provided treatment and concomitant medication information and outcome. Initial information was received from a pharmacist in (B)(6) regarding a female consumer of unknown age who used a thermacare lower back and hip (8 hour) heatwrap transdermally for unknown indication. At an unknown time, the patient experienced burns at the back. It was unknown if she experienced blisters also. The patient contacted a physician. Treatment was unspecified. The outcome of the event was unknown. On (B)(6) 2010, follow-up information received from the patient revealed that she had bought the heatwraps for her back on (B)(6) 2010. She applied the heatwrap at 4pm and after feeling strong pain (pain/pain) at 10pm, removed the wrap. She realized at that time that she had two large red spots on her back (erythema/redness). She stated that the pain became so strong that she had to visit her physician on (B)(6) 2010 who assessed that she had 2nd grade burns (burns second degree/ second degree burns). Since that day, she has been visiting her physician twice a week for a bandage. The patient added that the burns were very painful and the physician took photographs of the wounds. On (B)(6) 2010, follow-up information received from the physician confirmed that the patient was a (B)(6) female who used the heatwrap on the lumbar region. She developed two ulcers (skin ulcer/skin ulcer) of 2x3cm in size on the back and left hip. The burns were described as 2nd degree due to necrosis formation (skin necrosis/necrosis skin) with "hardened margin of the wound, fibrin covering." The physician confirmed that surgical intervention was required and that patient visited him twice weekly for treatment of the wound and debridement. Long-term sequelae of scar formation and skin discoloration was expected. At the time of reporting, the patient was not recovered; ulcers (the largest still 2x3cm in size) and pain were still present. Medical history included a walking disability. No other information was provided.